Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).

Event description:
A physician reported following an intraocular lens (iol) implant procedure the patient experienced an unexpected refractive outcome. Additional information was provided by the surgeon that the lens was removed and replaced in a second procedure.